Event description:
The patient had an ash catheter placed in the morning. Later that afternoon, the catheter was unable to be used. The patient was returned to the or for a revision. Upon examination of the first x-ray, a kink in the catheter was noticed. After unsuccessful attempts to un-kink the catheter, a new one was placed.